Event description:
It was reported that during a device check, a lead warning was observed. The lead was noted to have been in unipolar for years. The pacing rate was lowered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).